Event description:
It was reported that the patient experienced greater than ten second pauses and syncope. It was also reported that the right ventricular (rv) lead exhibited a lead warning for low impedance, noise/oversensing which was inhibiting pacing, oversensing, intermittent failure to capture and short v-v intervals. It was further reported that the right ventricular (rv) lead exhibited a fracture. The rv lead was capped. The right atrial (ra) lead was also capped and the implantable pulse generator (ipg) was removed and the entire system was replaced with a leadless ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.